Event description:
During an open thoracotomy procedure the vena cava filter failed to open when the sheath was pulled back. The filter then floated into the atrium where it opened. Several attempts to retrieve failed and a right chamberlain procedure was performed to remove the filter.